Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Two months following the initial observations, another red alert was generated for this system due to an out of range shocking impedance measurements. A boston scientific sales representative stated the patient's physician has been made aware of the issue. The representative contacted the physician but has not heard back to see if the patient was brought in for further testing. No other adverse events have been reported. This product issue will be updated if additional information is received.